Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens did not come out of injector correctly. There was patient contact. Procedure was completed on the same day. Lens was not available for return. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).